Manufacturer narrative:
Additional information b5: additionally it was reported that the user did not account for the priming volume in the set making it look as if the medication infused faster than intended. This had been a 50ml bag that according to pharmacy dispense record had 48ml in it. Per the nurse (and supported by the log reviewed by the reporter) the device was programmed for 42 ml volume to be infused (vtib) at the 25 ml/hr. Rate. 34 minutes later the pump alarmed air in line and indicated the bag was empty. At that time the pump indicated vtbi was 33 ml. The reporter tested the pump using the same rate and vtbi and the pump did infuse slightly faster than programmed but within the defined limits. Additional information h10:the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found within specification in relation to the customer reported device infused too quickly which was not reproduced. The device was tested for flow accuracy and was found to deliver within expected range. No correction is required. The events in the history log parallel the events reported by the customer, however the history log cannot be used to determine the condition of the IV bag or the IV set at the time of the recorded events. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed upstream occlusion, air in line and over infused during therapy of ceftazidime at 42 ml volume to be infused (vtbi) at 25 ml/hr rate. No additional information is available.